Manufacturer narrative:
Patient weight was unavailable from the site. It has been requested that the device be returned. However, it has not been sent back.

Event description:
A philips representative reported that during coronary atherectomy procedure due to in-stent re-stenosis of the right coronary artery(rca), the tip of the spectranetics coronary laser atherectomy catheter (elca) (B)(4) appeared to have become detached during the procedure. An intravascular ultrasound (ivus) run was performed prior to the laser catheter being inserted. Multiple laser passes were made followed by angioplasty. At that point the physician decided to make additional passes with the elca laser catheter. The physician used a combination of saline infusions and contrast infusions while making passes with the laser catheter. The attempts post angioplasty is when it appeared that catheter tip had become detached from the catheter. Upon removing the laser catheter the .014 guide-wire was retracted, angio-grams were performed, and the guide-wire was re-inserted. The guide-wire was advanced and as a result the catheter tip became wedged/lodged in the distal rca vasculature. There appeared to be no adverse effect to the patient as a result of the events. At that point the physician made the determination to stop the procedure. No additional procedures/interventions performed for removal of device tip. The device tip remains in the patient.